Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml morphine at 4.25 mg/day via an implantable pump for degenerative disc disease and spinal pain. It was reported that an empty reservoir occurred and was confirmed with a programmer. The patient moved and did not get the pump refilled. The patient was going to have the pump removed and they were turning it off today [(B)(6) 2016]. The event date was noted to be (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.